Event description:
It was reported that there was difficulty recapturing the closure device. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported there was difficulty in recapturing the closure device during the procedure. The device was successfully recaptured. No damage to the was or wds was reported. No patient complications or injury was reported. No device was left behind.